Event description:
The swg (spring guide wire) kinked during use.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit with multiple components. The spring wire guide and the catheter will be evaluated for this complaint investigation. Visual examination of the guide wire revealed two kinks towards the distal tip. A large bend in the guide wire was also observed. The j-tip was deformed; however, the distal and proximal welds were spherical and intact. Microscopic examination revealed signs of use in the form of biological material on the guide wire and the returned catheter. No other defects or anomalies were observed. The spring wire guide length and outer diameter were measured and were found to be within specification. The first kink in the guide wire was located 26mm from the distal tip. The second kink in the guide wire 87mm from the distal tip. The bend in the guide wire was located approximately 152mm-204mm from the distal tip. A lab inventory guide wire with a diameter of .032" was inserted through the distal end of the returned catheter. The guide wire was able to pass completely through with minor resistance. A manual tug test revealed that the proximal and distal welds were secure to the guide wire. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provide with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Two kinks and a large bend were observed on the guide wire near the distal tip. The distal j-tip also appeared deformed. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The swg (spring guide wire) kinked during use.